Event description:
On (B)(6) 2013 the patient contacted animas alleging that on (B)(6) 2013 he was admitted to the ICU with a diagnosis of diabetic ketoacidosis (dka), and stated that his healthcare provider (hcp) requested the pump be replaced. The patient reported the following sequence of events. On (B)(6) 2013 the patient reportedly went to his endocrinologist for a routine appointment and had labs drawn. The patient¿s hcp reportedly called the patient later that stating that the labs showed the patient was in early dka, and the patient was advised to go to the emergency room (ER). The patient reportedly did not experience symptoms and was unsure of his blood glucose (bg) level, but stated that his bgs were running high at the time of arrival at the ER. After being evaluated by ER staff, the patient was reportedly admitted to the ICU and was treated with an IV drip and other IV fluids. The patient reportedly discontinued insulin pump therapy and was treated with injections. The patient stated that while on injections in the hospital, his bgs were within normal limits between 120mg/dl and 130 mg/dl. The patient reportedly resumed the pump on 12/15/2013 while still in the hospital and was released still on the pump that same day. The patient stated that the morning of (B)(6) 2013 his bg was 380mg/dl and increased to 445mg/dl within an hour; the patient stated that he had not consumed any food or drink that might account for elevated bg. The patient stated that his basal rates were reviewed with his endocrinologist on (B)(6) 2013 and no changes were made. The patient noted that he had been hospitalized for pancreatitis two weeks prior, but was not given any antibiotics. The patient reportedly followed up with the endocrinologist after being released from the hospital on 12/15/2013 and the patient was reportedly instructed to contact animas for a new pump and to bolus from the pump for meals but to use injections to correct high bgs. The patient stated that his endocrinologist believed the pump was not delivering insulin as programmed and that the pump should be replaced. The patient denied any site issues or any new medications. Customer technical support reviewed the pump with the patient and found that the time/date settings, basal settings, and pump histories were correct. No pump defects were found during troubleshooting, however this complaint is being reported based on the allegation that the patient experienced dka requiring hospitalization while using insulin pump therapy, and based on the allegation by the hcp that the pump was not delivering as programmed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint observed in the pump history; only typical usage was observed. The pump successfully passed delivery accuracy testing. No alarms occurred during testing and the pump was found to be operating within required specifications and delivering accurately. No delivery defects were found during investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.